Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5119571.

Event description:
It was reported the patient presented with right ventricular lead that exhibited oversensing. No changes or intervention was reported. The patient condition was unknown. No further information was reported on this event.